Manufacturer narrative:
Citation: balci kg et al. Short-long-short sequence-induced torsade de pointes after transcatheter aortic-valve implantation. Anatol j cardiol 2015; 15: 426-9. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) year old female with a medical history of complete heart block (chb) and a permanent pacemaker implant. Two months after the pacemaker implant, a transthoracic echocardiogram (tte) revealed severe aortic stenosis and mild aortic regurgitation. The patient then underwent successful implant of a medtronic corevalve (serial numbers not provided) in the aortic position. Subsequently, the patient was noted with non-sustained ventricular tachycardia with right bundle branch block (rbbb), ventricular extra-systoles, and later torsades de pointes. The patient was defibrillated back into a normal sinus rhythm. The pacemaker was then upgraded to a dual chamber permanent pacemaker with defibrillator. The patient recovered and was discharged home without any further adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.